Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The customer returned the et tube and two suction catheters in their original packaging. Additionally, the entire double swivel valve assembly (both swivel valves and the y connector) was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal swivel valve was broken. The reported complaint is confirmed based on the sample received. The connector on the tracheal swivel valve was returned broken. No other defects were observed. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
The complaint is reported as: "during the operation, the oxygen saturation was found to decrease, and the clinical examination found that the connector was broken. Then replace new one, the operation went smoothly. There was no impact on patient." Additional information was requested regarding the level of desaturation; however, the customer was not able to provide that informa tion. They reported that no medical intervention was needed. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during the operation, the oxygen saturation was found to decrease, and the clinical examination found that the connector was broken. Then replace new one, the operation went smoothly. There was no impact on patient." Additional information was requested regarding the level of desaturation; however, the customer was not able to provide that information. They reported that no medical intervention was needed. The condition of the patient is reported as "fine".